Event description:
The pt reported elevated blood glucose readings of up to 345 mg/dl with her normal range being 130-135 mg/dl. She stated her symptoms were dizziness, weakness, and memory loss. During troubleshooting, the pt stated she checks her blood sugars everyday at 8:00 am, 1:00 pm and 7:30 pm and she gives herself 20 units of insulin at breakfast, lunch and dinner regardless of what she eats. She stated she has been using her insulin infusion device for 7 months and it has not given any errors or alerts. She stated she fills her cartridge with insulin stored in the refrigerator. The pt was advised to allow the insulin to reach room temperature before filling her cartridge. She stated she did not think her infusion device was properly working. The pt was advised to switch to her backup device to see if her readings improved. The pt was assisted in setting up her backup device. On follow up, the pt stated that her readings returned to her normal range while using her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.